Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
During surgery, the saw blade broke off during use. There was no patient harm or delay reported, and the procedure was completed with an alternate device.

Manufacturer narrative:
The device history review noted no spontaneous anomalies, request for deviations, non-conformances or other issues with the production of this device. The review of the manufacturing process and the engineering design noted no systemic issues with this device. A CAPA study found no correlation with the laser cutting manufacturing process on the blade hub. The customer's reported event was that the part of the mounting hub had fractured and caused the blade to disconnect and fall off the saw hand-piece. The visual inspection at zimmer dover verified that the mounting hub was broken and confirmed the reported incident. Additionally, it was discovered that the upper edge of the blade and the outer teeth appeared to have impact damage. The cause for this event is most probably impact damage of the blade during use. Possibly the blade was impacting the metal cutting guide. The repeated high speed impact of both sides of the cutting blade against metal could potentially stress the material at the connection (hub) to lead to the breakage of the hub. The most likely cause for the damage can be attributable to user error and the device set up. There are no recommended actions; severity and frequency do not warrant further actions. Issue is trended by quality reports.